Event description:
It was reported that the left monitor on the 9800 system blanked out. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.